Manufacturer narrative:
Analysis of the device found reduced battery capacity due to overdischarge of the device. (B)(4).

Manufacturer narrative:
Product analysis #(B)(4):the ins was received with no telemetry and no output from any electrode pair. Telemetry was restored after a full physician mode recharge. After telemetry was restored and a full normal recharge, the ins passed functional testing. According to the trace report taken from the ins, the last recharge while implanted took place on (B)(6) 2015 and the battery was charged to 3.770 volts. On (B)(6) 2015 the battery had depleted to the "lock" mode (<(><<)>(><(> <<)><(><<)>)>3.575 volts). Subsequently, the battery depleted to an over discharged state prior to being received for analysis.

Event description:
Additional information was received from a manufacturer representative (rep) on 2016-oct-28. It was reported that the ins was explanted as a result of the overdischarge issue and the patient's status was unknown following the device removal.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the patient via the manufacturer¿s representative reported that their implantable neurostimulator (ins) was in an overdischarge (od) because they stopped recharging. A trickle charge was performed for 2 hours without success [no power-on-reset (por)]. The issue was not resolved at the time of this report. On follow up, the representative reported that they had not heard back from the patient regarding when they can meet again for the issue. The patient status at the time of report was noted as ¿alive ¿ no injury¿. The indication for use for the implanted device was noted non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.